Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter displayed an ¿other message¿. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2015 at approximately 5:30am in the morning when the patient reported obtaining a meter message ¿test strip problem ¿ retest with a new strip¿. The patient stated that she manages her diabetes using insulin and self-adjusts the dose. In response to the reported issue the patient stated that she ¿increased her dose of insulin by 7 units¿ on (B)(6) 2015 at 5:30am. The patient reported experiencing symptoms of ¿light headed¿ an unspecified amount of time after the reported issue began, but denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr noted that it was the first use of the product and there was no misuse, but was unable to resolve the issue. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop signs/symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged meter/product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (04/17/2015). The patient¿s meter has been returned on 3/24/2015 and evaluated by lifescan product analysis on 4/2/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.